Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution with a small amount of blood was observed on the returned product. The product was returned and damaged was observed. Product history records were reviewed and all documents indicate the product met release criteria. The root cause could not be determined for the intraocular lens (iol) that was exchanged due to decreased vision near and distance, worse reading and driving. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery, an o.r. Supervisor reported a patient to have decreased vision at both near and distance making reading and driving worse. The lens was exchanged with another of a different model. The device was not returned for analysis.